Event description:
Patient reported that her pump goes to the quick bolus screen without pressing buttons; bolus does not deliver. Patient stated after a few seconds, the pump display will time out. Patient attempted to press pump buttons but none of the buttons work. Patient reported all buttons are not functioning; button failure is constant and the issue began today. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.